Event description:
It was reported that during a benign hysterectomy da vinci-assisted surgical procedure, the blade fell out of the harmonic ace instrument. The customer was unsure whether the blade was in the patient. The customer could not find the blade via x-ray. The procedure was completed as planned with no reported injury. On 31-may-2022, intuitive surgical, inc. (Isi) contacted the da vinci coordinator and obtained the following information: the procedure was completed as planned with a backup instrument without any injury or harm to the patient. The fragment was not retrieved. The customer was able to pinpoint something with the x-ray, but they were unable to find and retrieve it. This was the first use of the instrument and upon first inspection there was no issue found. The surgeon did not notice any issues with the functionality of the instrument. The customer did not know if the instrument had collided with other instruments. The customer could not recall what surgical task the instrument was performing when it broke, but did note that it occurred at the end of the procedure when the surgeon was cutting through the vaginal canal. The procedure was delayed 1 hour and 30 minutes due to the issue. The customer did not return due to any post-surgical complications. The instrument was not available for return because the customer disposed of the instrument. The customer noted that this was a recurring issue, but was unable to provide any dates, procedure details, or any further information. There were no photos or videos available for review. The customer confirmed that the issue occurred during a benign hysterectomy on (B)(6) 2022.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not be receiving the harmonic ace instrument as it was discarded by the site. A follow-up MDR will be submitted if additional information is received. No photo or video was provided by the site for review. A review of the instrument log for the harmonic ace instrument (part# 480275-08/ lot# l90211115-0181) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4) for a benign hysterectomy procedure. This is a single use instrument. This complaint is being reported due to the following conclusion: it was alleged that the blade fell out of the harmonic ace instrument and fell inside the patient during a da vinci assisted procedure. It is unknown if the fragment was retrieved. There was no patient injury.